Event description:
A malfunction alarm was reported, identified by malfunction code malf 16. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, instructing the customer to use multiple daily injections (mdi) as backup therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.